Event description:
Implantation of synthes pro-disc artificial disc. Migration and wear debris created but never reported by researcher to study sponsor- synthes spine. Synthes-spine executive vice president responded to my petition for help with "I've haven't just fallen off the turnip truck" before he hung up on me. According to his attorney, he has been traveling since jan 05 when he failed to appear for depositions. Filed suit and discovered fabricated documents submitted by researcher to study sponser as well as discovery that I met exclusion criteria for the surgery- lytic spondylolisthesis-. Only adverse event filed was for pain and was submitted over one year after complaint and filing of lawsuit. No mention of migration or creation of debris. Two other pro-disc doctors lied to me; one informed me I had to have the implants removed but the surgery was so dangerous that his hospital would not give him permission to perform the surgery, but then did a complete about-face in his documentation and when called on it, informed me that dr had trained him and he couldn't help me. Synthes maintained an illegal website during recruitment that I was directed to which claimed good to excellent results for over 20 years, which I have found out was illegal. The website was taken down shortly after I contacted an attorney in may 04.